Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet ran out of insulin overnight, after which the user noted a blood glucose of approximately 300 mg/dl and then resumed insulin delivery upon seeing drops, with no change to the supply change process required. Symptoms included hyperglycemia. Outcomes included user education and troubleshooting, with instruction to continue current procedures and to call back if needed. Investigation included customer communication and troubleshooting. Investigation of this case revealed user drug depletion resulting in high glucose, with no device malfunction reported and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to insulin depletion.